Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:59:40. During night drain cycle six, the patient's ultrafiltration reading was 2919ml, indicating the home patient (hp) drained 2919ml more than their maximum programmed fill volume of 2000ml. No additional information is available.